Manufacturer narrative:
Product identification is unknown. (B)(4).

Event description:
A patient is being considered for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device was not a zimmer biomet product.